Manufacturer narrative:
Product event summary: the partial lead was returned in segments, was analyzed and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead was performed. Full analysis could not be performed due to legal restrictions. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2005.

Event description:
The left ventricular lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.